Event description:
Per the clinic, the patient experienced pain and headaches around the implant site. Subsequently, the device was electively explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.